Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the patient passed away due to a heart attack. Prior to his death, the patient stood up to go to the bathroom, and he fell to the floor. The patient was wearing the pump at the time of death. No blood glucose reading was reported. The patient's wife agreed to return the pump, and did not want it back after analysis is conducted. Nothing further was reported.